Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The greater than 90% stenosed de novo lesion was located in a severely calcified distal right coronary artery. The lesion was predilated with an unk apex balloon. A 2.25x16mm taxus atom drug eluting stent was advanced to the lesion, but could not cross. The physician used excessive force and attempted to get the device to cross by using a doddering technique. The doctor was able to advance the device past the lesion and when he attempted to pull the device back into the lesion, the stent dislodged on the distal end of the guide. The stent remained on the wire and a 2.0mm apex balloon was advanced through the stent and inflated to retrieve the stent. The stent delivery system was also inflated to 2.0 atms. The apex balloon, stent delivery system and 2.25x16mm taxus atom drug eluting stent were removed together. The procedure was completed by deploying a 2.25x16mm non bsc stent. No further pt injuries or complications occurred. Pt status is satisfactory.